Manufacturer narrative:
The serum sample appeared to be clear. Control runs are performed on every new lot or when a new shipment is received. No quantitation was done on the patient sample and the sample was not saved. No follow up was done on the patient after the test. Investigation by bec qc with reserved devices from the complaint lot using controls and confirmed negative clinical serum sample gave expected results. Complaint was not confirmed, as devices perform as expected.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive (+) result obtained from icon 25 hcg for one patient's serum sample. The result was not reported out of the laboratory. Repeat testing on the same sample produced a negative result, and the patient was determined to be not pregnant. There was no change to patient treatment.